Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -12.50/2.0/093 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023, the lens was exchanged with the same model, longer length and the problem was resolved. The reporter indicated the cause of the event was unknown.